Manufacturer narrative:
Pt info was requested but not provided by the facility. A f/u report will be sent if this info is received. Sorin group (B)(4) manufactures the xtra autotransfusion system. The incident occurred at (B)(6) hospital in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The perfusionist reported that the xtra autotransfusion system lock upped while processing blood. Preliminary testing performed by sorin group (B)(4) revealed a software problem that may corrupt certain pt records. A system lock up may occur if the user attempts to access a corrupt file. Sorin group is working to identify a root cause and develop a corrective action for this software issue. A f/u report will be filed when the investigation is complete. There was no harm to pt. The perfusionist expressed a concern that this type of issue could lead to add'l problems for by the user and therefore, could cause "unnecessary risk to pt safety". This report is being filed as a result of this allegation.

Event description:
The perfusionist reported that the xtra autotransfusion system lock upped while processing blood. The failure did not affect the machine's ability to process blood and there was no harm to the pt.